Event description:
According to the reporter, during a bariatric laparoscopic procedure, the cannula broke on all ports and it seemed to have been tapered. They said that it seems the cannula was tapered smaller and was not allowing 5mm instruments at the same space as usual. In the case the 5mm instrument got stuck after going part way down of the other device. The sticking was believed to happen when the seal meets the cannula. They've put an applied 5mm of another device in it to complete the case. There were 5 to 10 devices had this issue. The patient was alive with no injury.